Event description:
It was reported that the helix of the lead extended appropriately while being tested prior to implant. During the implant the surgeon performed multiple helix rotations of the lead but the helix did not extend. After waiting for approximately a minute, the helix extended without any further rotations. However, the position of the lead did not give satisfactory testing values so the lead was attempted to be repositioned. While repositioning the lead the surgeon was unable to extend the helix and therefore removed the lead and replaced it with another lead without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix/lobe was distorted/bent. It was noted that there were several distorted conductors, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead appeared to have been damaged at implant.